Event description:
Resident bent over, throat "felt funny." She was suctioned two times, the gauze 2x2 was removed and it was discovered the inner part of the trach was missing/broken. Resident was sent to emergency room via 911. Branch to (l) stem bronchus and retrieved the broken trach piece.